Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. The proximal end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database found that no similar complaints exist for the specified lot. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, after gaining access to the common bile duct to perform the sphincterotomy, it was noticed that one end of the cut wire had separated from the catheter. No portion of the cut wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, after gaining access to the common bile duct to perform the sphincterotomy, it was noticed that one end of the cut wire had separated from the catheter. No portion of the cut wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.